Event description:
It was reported by the customer's mother that her son's pump was not working. Customer's mother stated that the customer's blood glucose level was 480 mg/dl yesterday and was given a correction. Customer's blood glucose level was over 500 mg/dl later. Customer changed the site when they got home and today his blood glucose level is going up. Customer's current blood glucose level is 250 mg/dl. Customer was throwing up and dehydrated. Customer is in the hospital now. Customer stated there was a hospitalization for their high blood glucose levels on (B)(6) 2014. Customer had diabetic ketoacidosis. Customer is still at the hospital having their blood glucose level monitored. Customer was wearing the pump at the time of hospitalization. Customer's mother stated that her phone was about to go dead, so she will call back to troubleshoot pump, reservoir, and tubing. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).